Manufacturer narrative:
(B)(4).

Event description:
The pump "wire/catheter poked through pt's skin and fluid leaked." The pt went to the emergency room. It was determined the pt could wait until (B)(6) 2011 to see the pump physician.